Event description:
Physician was attempting to use abre self-expanding stent along with 9 fr and a non-medtronic 0.035" guidewire during procedure to treat a none calcified lesion in the right common iliac vein. The vessel was none tortuous. The vessel diameter and lesion length are 10mm and 100mm respectively. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during procedure, the device was advanced to the target site but the stent could not be deployed. During the descending fleboraphia and mmii procedure, when passing the stent and positioning it on the site of the injury, deployment was not achieved. The stent was withdrawn and implemented. A second stent was attempted and same issue occurred. No exposure of the stent struts in the patient. The stent could not be released so it was necessary to use a new stent to complement the procedure. The stent that did not release was only one, "the first", therefore another stent (second) is implanted, the implant being successful. Second stent attempted implanted and remains in the patient. One single stent remains in patient. Devices were safely removed from patient. Another abre stent was used to complete the procedure. There was no patient injury. When the device was returned for evaluation, it was noted that the stent was partially exposed

Manufacturer narrative:
Product analysis device received with the red removable locking place still in place damage was observed on the silver retractable sheath the stent crowns were partially exposed. Biologic were observed on the device the red locking pin was removed, and the thumb wheel was rotated slowly in the direction of the arrow. The stent began to deploy with no issues noted approximately 95mm of the inner shaft was exposed the stent fully deployed with no issues noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.